Event description:
It was reported that the permanent cautery hook instrument was not working properly. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the pitch cable is broken at the distal clevis hub and most likely broke under tensile loading. Engineering also observed that there are various deep scratches with light material removed in a concentrated area on one side of the distal end of the main tube. Scratches are not aligned with tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instrument's instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.